Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
It was reported that at the past two refills pump reservoir discrepancies were noted. The pt complained of no pain relief. The most recent discrepancy had an expected residual volume (erv) of 11 ml, but the actual residual volume was 18 ml. Also, the pt stated "the pump has not worked since implant." The pt's pump was explanted and replaced after 54 months implant duration. The new pump was connected to the existing intact catheter. The drug contained in the pt's pump was dilaudid (5.0 mg/ml) delivering 1 mg/day. Additional information has been requested, but was not available at the time of this report.